Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 starclose, part# 14677-01, lot# unk, is being filed under medwatch manufacturer report number: 2953144-2008-01792. Device #3 agiltrac, part# 1010065-20, lot# unk, is being filed under a separate manufacturer report number.

Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a week later, claudication of the right leg developed. A duplex ultrasound suggested a high-grade stenosis. An angiogram revealed that despite the clip having been deployed in an appropriate fashion, it caused a significant degree of stenosis at the femoral artery site. Cryoplasty and angioplasty were performed. During angioplasty two agiltrac dilatation balloons were used; both ruptured at an unspecified pressure. The balloons were removed from the body without any residual material remaining. Distal angiograms confirmed reestablished flow to the right leg with palpable pulses being documented. There were no reported patient sequelae. Though requested, no additional information was provided.